Event description:
This lead was attempted on (B)(6) 2011 during a device change out. This l v lead resulted in no capture and was not implanted. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).